Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient spoke with their healthcare provider (hcp) who didn¿t want to do a device replacement because apparently the hcp had a bad experience with an older model where the wire was so brittle it just crumbled. The patient had no further details and assumed it was an scs device. No symptoms or further complications were reported.